Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: lasso, carto. Other companies devices that used in this study: navx mapping system [st. Jude medical]. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 91 patients with atrial fibrillation underwent adjunctive laa ligation with transcatheter endo-epicardial lariat system in addition to standard ca between the years 2012-2016. Among them, 1 patient developed arteriovenous fistula requiring surgical intervention. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿anatomical and electrical remodeling with incomplete left atrial appendage ligation: results from the laala-af registry.¿ the purpose of this study was to describe the characteristics of morphological and electrical remodeling of laa in patients with incomplete laa ligation by serial computed tomographic (CT) scan and electrophysiological study and the effect on long-term clinical outcomes from the laala-af registry. Suspect device is a 3.5 mm open tip- irrigated thermocool ablation catheter, however catalog and lot number is unknown.